Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of short battery runtime is confirmed based on the pictures provided in the complaint. If the device is received at the investigation site (chelmsford) on a later date, a full investigation will be performed. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) does not last 90 minutes on battery. Iabp shut down while going from the cath lab to the unit. The issue was resolved by plugging the iabp into the wall outlet. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) does not last 90 minutes on battery. Iabp shut down while going from the cath lab to the unit. The issue was resolved by plugging the iabp into the wall outlet. There was no report of patient complications, serious injury or death.